Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine had a damaged power cord plug. The biomed tech stated he discovered the discolored cord during maintenance, so no patient was involved. The blackish/brownish discoloration was on and inside the flat part that touches the outlet. He said that the spot looked like charring to him. There was never any smoke, spark, flames or burning smell. There was no damage to the hospital grade gcfi outlets. He replaced the cord to resolve the issue. The sample was discarded and no photos were available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported a 2008k2 machine had a damaged power cord plug. The biomed tech stated he discovered the discolored cord during maintenance, so no patient was involved. The blackish/brownish discoloration was on and inside the flat part that touches the outlet. He said that the spot looked like charring to him. There was never any smoke, spark, flames or burning smell. There was no damage to the hospital grade gcfi outlets. He replaced the cord to resolve the issue. The sample was discarded and no photos were available.